Manufacturer narrative:
The returned device was evaluated. During the evaluation, when buttons were pressed and alarms were triggered, no audible tones were emitted; however, the device was able to obtain readings. After the testing, the speaker was evaluated and measured as open-circuited. The speaker was replaced and the device functioned as designed, with all audio tones verified to emit.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the speaker is not working. There was no known impact or consequence to patient.